Manufacturer narrative:
During failure analysis investigation, the autopulse platform displayed 'replace battery' message, the shaft was not at the "home position" and error messages ua45 (not at "home" position after power-on/restart)' and ua20 (position out of range) was also displayed. The most probable root cause was due to a damage encoder gearbox, which was replaced to correct this issue. During visual inspection, the autopulse platform exhibited black cover platform damage and a small hole in the load plate cover, confirming the initial customer reported event. The platform cover was replaced to correct this issue. During functional testing, a fully charged battery was inserted in the autopulse platform and it was ready to start compressions. However, the encoder gearbox did not rotate the encoder driveshaft to the "home" position and unfurl the lifeband in the channel. The autopulse displayed ua45 or ua20 shaft not at the "home" position. The driveshaft was manually rotated to the "home" position, but when the autopulse platform was switched on it still indicated ua45 or ua20 shaft not at the "home" position. The encoder gearbox was replaced and the autopulse platform operated correctly. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were similar complaints reported for autopulse platform with sn (B)(4).

Event description:
It was initially reported that during shift check, the autopulse platfrom ((B)(4)) bottom surface was damage. No patient involved. During failure analysis investigation, the autopulse platform displayed 'replace battery' message, the shaft was not at the "home position" and error message ua45 (not at "home" position after power-on/restart)' was also displayed.